Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The esg was contacted under ticket # (B)(4) because the (B)(4) file contained an error an could not be processed. The cesub team opened ticket # (B)(4) on 6 july and reprocessed the submission. The submission failed due to use of evaluation codes that were inactivated on 5 july. The original submission was acceptable, but could not be processed. (B)(4).

Event description:
An optometrist reported a patient with two plus diffuse lamellar keratitis of the left eye one day following lasik treatment. The patient reported blurry vision. The topical steroids were increased and an oral steroid pack was prescribed. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.